Manufacturer narrative:
Additional information: d10, h3, and h6 the reported complaint of pacing, noise, and igems anomaly were not confirmed. The device was received in normal working conditions, with the battery voltage near beginning of life level. Electrical and mechanical analysis was performed, including testing under field settings which did not reveal any programming anomalies. Furthermore, the device exhibited normal characteristics throughout the tests. Sensitivity test under field settings indicated results were normal. Additionally, visual inspection of the header and connectors revealed no contamination or foreign material that could have contributed to the reported complaint. A longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Prior to device implant, device programming was performed and the physician reported the process to take longer than normal. After programming, abnormal egms were observed with no low voltage output measured by the device, but noise was visibly present. The device was replaced to resolve the event. The patient was stable and will continue to be monitored.